Event description:
A beckman coulter inc (bec) customer was contacted via the accutni marketing surveillance program msp customer contact program in regards to an event of non-reproducible false positive accutni patient result. The results were generated on the access2 immunoassay analyzer and were not reported out of the laboratory. The sample was repeated and lower result within the normal reference range was obtained. Data was not provided by the customer. The customer indicated they have a proactive procedure implemented to verify unexpected results prior to reporting results outside the laboratory thereby preventing potential risk to patient safety. Repeat procedure includes re-spinning and re-analyzing samples with unexpected values prior to reporting results. The customer did not report affect to the patient or user attributed or connected to this event. The customer indicated that sample initial cloudy appearance may have contributed to this event; however, a definitive root cause for this event has not been confirmed by bec, since service was not dispatched for the event.

Manufacturer narrative:
Service was not dispatched